Event description:
It was reported that the device had a motor rate error occur. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found big chip on lower right front corner of top case and crack on right plunger case also damaged bottom case seal. There was evidence of the error found in the event history log. The customer reported problem was verified/duplicated. Motor rate error was found during occlusion test. The investigation found the main board misaligned which was causing the motor rate error. For corrective action the misaligned main board was replaced, and the motor assembly was cleaned and greased. The root cause of the reported problem was traced to user interface/customer damage. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 4000.